Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 09/09/2016, the reporter contacted animas, alleging a vibration issue with the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/26/2016 with the following findings: the pump was powered on to audible and vibratory tone. The reported ¿vibration issue¿ complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.